Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to detect on the communication bus. The field service engineer (fse) inspected and noted that the screw had fallen on the controller board. The station was powered off, drawer controller board replaced, and the station powered back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer failed to detect on bus. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.